Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress ui/pelvic organ prolapse. According to the rptr: as a result of having the product implanted, the pt has experienced permanent injury, pain and suffering, disability, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, recurrent urinary incontinence, and had to undergo corrective surgery.